Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that customer was hospitalized due diabetic ketoacidosis. Customer¿s blood glucose level was unknown. Customer having issues with no delivery alerts as well as motor error. The insulin pump will not be returned for analysis.